Event description:
The customer reported that the "patient coded and went into ventricular fibrillation and the monitor did not alarm."

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.